Manufacturer narrative:
The biomedical engineer for the user facility inspected the device and noted the 02 cell was broken. The 02 cell was replaced the sst was performed. The device then passed testing. The device is expected to be returned to the MFR for add'l investigation. Upon completion of the investigation, a supplemental report will be submitted. Covidien reference: (B)(4).

Event description:
A report was received from (B)(6) indicating that the device was on a pt for a "few days" when the device experienced unspecified alarms. The respiratory therapist (rt) switched the pt circuit and performed a short self-test (set). The sst did not pass; therefore, biomedical engineering was notified. The device was replaced. There was no pt injury or ill-effects to the pt. No add'l pt info has been received.